Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: cough and spitting up blood. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-012: product expired. Note 1: manufacturer contacted customer in a follow-up call on 15-nov-2024 to ensure the customer's condition had improved - able to establish contact with customer's wife who stated that the customer had gone that day to his regular check-up appointment with his doctor. Doctor had ordered x-ray for customer to determine if the spitting up blood was related to diabetes or pneumonia. Customer was going to have the x-ray that day. Note 2: manufacturer contacted customer in a follow-up call on 18-nov-2024 to ensure the customer's condition had improved - able to establish contact with customer who stated his condition had not improved; customer stated that he doesn't know if his symptoms are related to diabetes or pneumonia, and he is waiting for results from the x-ray. Customer stated he received the replacement products, but he requested manufacturer call him back the following day. Note 3: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-3). During the call, a back-to-back blood test was not performed by the customer. The customer's test strips are expired: test strip lot manufacturer¿s expiration date is 10/18/2024. Product storage and open vial date were not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The customer reported not feeling well at the time of the call; customer was coughing and stated that he had spit up blood that morning. Customer was unsure if it was related to diabetes or pneumonia. Customer stated he has a regular check-up appointment scheduled for the following day with his doctor.

Manufacturer narrative:
Sections with additional information as of 09-jan-2025: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation - customer had returned the incorrect test strips. Most likely underlying root cause: mlc-012: product expired.